Event description:
It was reported that this patient underwent a revision surgery, during which the pacemaker was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient underwent a revision surgery, during which the pacemaker was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. This pacemaker has been received for analysis.